Event description:
The pt received his scs system consisting of an ipg and lead on (B) (6) 2007. It was reported that the pt received overstimulation when he tried to recharge. The pt tried a second charging system and the result was the same. The physician explanted the ipg on (B) (6) 2008. Follow up on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Antenna silicon has puncture damage but ipg passes all functional testing including the saline test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.